Event description:
It was reported that a patient with a 2700 aortic valve underwent a valve-in-valve procedure after an implant of 17 years and 1 month duration due to high gradient. The patient presented with symptoms of heart failure-shortness of breath, chest pain. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post-procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, g3. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown edwards surgical aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to high gradient. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post-procedure.